Event description:
It was reported that the user disconnected the ilet pump for approximately 45 minutes during a workout and observed continued insulin delivery because the pump was not paused and the system responded to cgm readings; the user reported hyperglycemia at 348 mg/dl attributed to being disconnected and planned to reconnect shortly. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included troubleshooting and user education on pausing the pump when disconnecting. Investigation of this case revealed user disconnection without pausing as the probable contributor to the elevated glucose, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with device operation during disconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.